Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the sorin centrifugal pump console became unresponsive post procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue. Visual inspection identified white liquid residue around the touch screen. The display was replaced and the unit was inspected and tested according to the manufacturer specifications. No further issues were noted and the unit was released to the customer. Sorin group (B)(4) determined the root cause to be fluid penetration into the touch screen. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the touch screen of the sorin centrifugal pump console became unresponsive post procedure. There was no report of patient injury.